Manufacturer narrative:
The tech isolated the issue to a stuck valve seat on the trend valve. He replaced the trend valve to repair the bed.

Event description:
Info received indicates when the foot lever is pressed to place the bed into trendelenburg, nothing happens.